Manufacturer narrative:
Follow-up ((B)(6) 2015): new information received from a contactable consumer includes: medical history and patient hospitalization. This case has been upgraded to a serious, reportable medical device report. Company clinical evaluation comment: based on the information provided, the events burn and infection lower left back as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn and infection lower left back as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn to lower left back [thermal burn]. Infection to lower left back [skin infection]. Case description: this is a spontaneous report from a contactable consumer. An (B)(6) other ethnic group ((B)(6)) female patient started to receive (B)(6) heatwrap ((B)(6) lower back and hip) from (B)(6) 2014 as needed for lower back pain. Medical history included post-menopausal, ongoing diabetes mellitus, occasionally has dry skin on her leg on an unspecified date and unknown if ongoing, back disorder from an unknown date and unknown if ongoing and a hip fracture from a fall on an unspecified date in (B)(6) 2015 and unknown if ongoing. Concomitant medication included hydrocodone bitartrate, paracetamol ((B)(6)) as needed for pain, naproxen sodium ((B)(6)) once or twice a week as needed for pain, glibenclamide (glyburide) 5 mg tablets once daily and unspecified "pain shots". Past product history included (B)(6) heatwraps ((B)(6) heatwraps) on an unspecified date for an unspecified indication with no adverse effects. On (B)(6) 2014, the patient reported she used the product for lower back pain and after 3 to 4 hours she noticed the pain was increasing. At this time, she stated she checked her skin. The patient reported a burn on her left lower back and the pain was excruciating. Her skin was slimy when she removed the heatwrap. She states the affected area is on the lower left side of her back. She is worried that this will happen to other people. She could not walk, even with her cane due to the pain. She reports that she showed it to her hair dresser who looked at it and said it was infected. The hairdresser then provided the patient with some antibiotic cream and put some gauze on the burn. The patient reported being hospitalized as a result of the events on an unspecified date. She stated she is getting better as she has been treating the burn herself. The patient assessed her skin tone as light skin with normal sensitivity. She mentioned she wore underpants between her and the product. The patient read and followed the directions on the box. Occasionally, she has dry skin on her leg. She did not exercise while using the heatwrap. The patient previously used icy hot, hot water bottles, other heating pads and (B)(6) in the past. She did not wear a belt or anything constrictive. Action taken with the product was permanently withdrawn on (B)(6) 2014. Therapeutic measures taken included hydrogen peroxide and bacitracin, neomycin sulfate, polymyxin b sulfate (triple antibiotic ointment) applied with gauze covering daily in the afternoon after showering. At the time of the report, clinical outcome of the events was reported as resolving. Additional information has been requested and will be provided as it becomes available.